Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-apr-2019 with the following findings: during investigation, the keypad was found to be intact; no damage or peeling was observed. All of the keypad buttons were unresponsive to button presses during testing. There was corrosion observed in the battery compartment. A leak test revealed a battery compartment leak. The pump was opened and moisture damage was found on the printed circuit board and the keypad flex connector causing the keypad buttons to be unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the keypad buttons were under responsive. It was noted that there was moisture corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.